Event description:
It was reported that during a laparoscopic gastric bypass procedure, gas leakage during use, the surgery was performed with these trocar and sleeves, gas leakage was 103 liter co2. Another device was used to complete procedure. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.